Event description:
Customer reported the system is displaying error code 1537. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the low voltage power supply. System operates as intended.